Manufacturer narrative:
Age at time of event: late 70s. (B)(4). Device evaluated by MFR.: the returned product consisted of an angiojet zelantedvt with an unknown guidewire. The pump, shaft, and tip were microscopically examined and it was observed there was observed that there was a break in the hypotube 84.5cm from the tip of the catheter. Functional testing was done by placing the device in the console and during prime the console gave a ¿check saline¿ error. The device would not functional due to the hypotube break. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 08 dec 2016. Same case as: 2134265-2016-11183. It was reported that there was a failure to prime. An angiojet® zelantedvt¿ catheter was selected for a deep vein thrombectomy procedure in the right leg. Priming was successfully completed. Power pulse was performed with tissue plasminogen activator. After 18 minutes, aspiration was initiated. However, after 3 seconds a saline error message displayed. A saline leak was noted to have occurred from under the pump. Another angiojet® zelantedvt¿ catheter was selected. The same issue happened. However, for the second catheter it would not event prime during preparation. The procedure was completed with a different device. There were no patient complications and the patient was fine. However, device analysis revealed that the hypotube was broken.